Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the implantation of a 5076-58 active ventricular lead, multiple complications were encountered. The lead was implanted into the ventricle, and various pacing areas were selected for testing. However, the thresholds were consistently above 5 volts, and the lead was prone to dislodgement during multiple attempts. Additionally, the lead helix could not be screwed in or out normally. Despite repeated efforts, the surgeon was unable to achieve the desired outcome and ultimately decided to abandon the treatment. The lead was removed and replaced with a new lead. The surgery was successfully completed. No patient complications have been reported as a result of this event.